Manufacturer narrative:
The reporting facility noted an additional femoral stem: mod con dist stem 21 x 195 mm, cat# 6276-7-121, lot: caxm322h on the form they submitted. Clarification has been requested as well as additional information to complete the investigation. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation.

Event description:
Mechanical failure resulting in revision. All femoral components were revised (B)(6) 2015.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no relevant discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
Mechanical failure resulting in revision. All femoral components were revised (B)(6) 2015.